Manufacturer narrative:
Product event summary: the pscc100 pulsed field ablation (pfa) catheter with lot number 0012193058 was returned and analyzed. Visual inspection was performed. The catheter was received without the guidewire threaded through. The array pebax tube was visibly confirmed to be inverted and appeared damaged distally after the electrodes eight and nine. The pebax tube was pinched and kinked on the distal arm. X-ray and optical inspection were performed. X-ray imaging has confirmed the integrity of the nitinol array wire properly fitted at both its extremities. The electrode wires appeared intact without breakage or detachment from the electrodes. Mechanical verification of steering and slide mechanisms was performed. Initial stiffness in the slide control function was encountered, attributed likely to dried blood, but it was still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was not reprogrammed as the catheter condition would not permit ablations to be performed using the generator. No other tests could be performed due to the returned condition of the catheter. The hipot and electrical continuity tests were performed. Hipot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage. The electrical continuity test did not reveal any anomalies. In conclusion, the reported issue of an inverted array was confirmed through inspection. The catheter failed the returned product inspection due to the damaged/inverted array and the pebax tubing of the array was pinched and kinked at the distal arm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation, the array of the catheter was not as expected. The case was completed with pulsed field ablation. As it was removed from the patient, it was reported that the array was inverted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.